Event description:
It was reported that during a shoulder procedure using an ambient super turbovac 90 ifs wand, it was alleged that an electrode came off of the wand tip while in the surgical site. As there was no evidence of debris in the surgical site when x-rayed, the surgeon is confident that everything was flushed out of the site using saline and suction. There were no significant delays or pt complications reported as a result of this event.